Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not consistently detecting as open. A field service engineer adjusted the striker plate and sensor assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not recognizing the drawer as closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.